Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The compact flash card was replaced. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a system failure. The anesthesia machine was replaced. The case was completed with no further reported complaint. There was no reported patient injury.